Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pocket heating and pain while charging the ipg. This occurred with two different low energy charging systems. Diagnostics revealed two low impedance contacts. Subsequently, the patient's ipg was explanted and replaced with a different model. It is uncertain which lead/s is currently implanted in the patient. As a result, all leads are being reported as concomitant devices.